Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncope episode. The ventricular lead exhibited an increased threshold and impedance. The lead was capped and replaced.